Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring chest tube placement and hospitalization. The biopsied lesion was 1.4cm in size and located in the right upper lobe (anterior segment). Tools utilized during biopsy included a 21g flexision needle, forceps, and a bronchoalveolar lavage was also performed. There was no issue with the ion system and the procedure was completed without issue. After waking up from general anesthesia, the patient was asymptomatic. However, a post procedure chest x-ray identified a pneumothorax. The initial size of the pneumothorax was 6mm but it increased to 3.7cm; therefore, a 14 french pigtail was inserted to resolve the pneumothorax. The patient was hospitalized for a total of 2 days and then discharged home. The diagnosis was inflammation (non-infectious)/granulomatous inflammation (benign). It was reported that the size and location of the nodule was the cause of the pneumothorax.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A system log review cannot be performed because the system logs are not available.